Event description:
It was reported that cadd legacy pump, no disposable clamp tubing alarm. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . Please disregard the initial report submitted with the MFR number: 3012307300-2022-05496. The report was submitted in error., corrected data: corrected information provided in h10.